Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report #mw5072563. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient had a hysterectomy and mesh was implanted on an unknown date. Six weeks post op she noticed there was pain when emptying the bladder which was increasing daily. Since then the patient has seen a specialist and had two more surgeries to remove parts of the mesh. After a cystoscopy, it was determined that part of the mesh had eroded into the bladder. The patient is scheduled to have a surgery to remove the last piece of the mesh since the pain is still present when emptying the bladder. No additional information was provided.